Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net, the implantable cardiac monitor exhibited far r wave oversensing. The patient went into an inappropriate short duration of ams episode. The oversensing was noted on the stored -automatic mode switch- electrograms. No intervention had been reported. The device remains implanted.

Manufacturer narrative:
Should have been - implantable cardioverter defibrillator - rather than - implantable cardiac monitor

Event description:
The - implantable cardioverter defibrillator - exhibited far r wave oversensing.